Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, wear and abnormal ion level involving an accolade stem was reported. The event of disassociation and wear were confirmed clinician review of the provided medical records. The event of abnormal ion levels was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event date: (B)(6) 2019 (opened (B)(6) 2021) event description: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Anatomic location: right hip. Implants involved: v40 cocr lfit head 36mm/+5mm, accolade stem 1270 size 2.5. Materials reviewed: 07/13/2019: stryker pi report. On (B)(6) 2007: implant stickers and op note (hand written), trident 50-d hemispheric shell, 36 ID x3 liner 00, accolade tmzf stem 1270 size #2.5, 36mm +5 v40 lfit head. Oa preop, right tha, general anesthetic. On (B)(6) 2019: ap hip x-ray unlabeled, one side with dissociation of the heads form the stem with severe trunnion wear appears to be accolade tmzf stem. Undated/unlabeled photo x2: hip explants with metal head and apparent tmzf stem with severe trunnion wear. One view with partial view of removed poly backside. Confirmation: there was a dissociation of a femoral head v40 from a tmzf stem and evidence of severe trunnion wear. Additional confirmation of metal levels and such was not possible without additional records. Root cause: the root cause cannot be ascertained without additional medical records, examination of the explant and/or examination of the lot numbers. Association with the alleged v40 lfit recall should be evaluated. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review comment indicated ; there was a dissociation of a femoral head v40 from a tmzf stem and evidence of severe trunnion wear. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update from medical review comment dated 16 june 2021: ap hip x-ray unlabeled, one side with dissociation of the heads form the stem with severe trunnion wear appears to be accolade tmzf stem.